Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the disk resection of endometriosis via laparoscopic procedure, while large intestine/rectum resecting of the tumor. At the time of stapling, it only cut and the staples were observed open in the tissue, there was poor staple formation. Surgical intervention was provided by the surgeon closed manually with suture. There was a surgical extension of 30 minutes or more. The stapler didn't work, the staples didn't close. To resolve the issue, the surgeon manually or over sew closed the incision with sutures.